Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that two days after the implant of the right ventricular (rv) lead, it exhibited high superior vena cava (svc) and rv defib impedance values and low rv pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.